Manufacturer narrative:
Correction on initial report: after clinical review this file was determined to be non-reportable.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a portion of the medication remained in the tubing after the infusion had completed. They thought this may have been a device malfunction however they have determined it was possibly entered wrong by the clinician. They looked at the amount of fluid required to prime the tubing and that was exactly the missing amount of medication unaccounted for. There was no report of patient harm.